Manufacturer narrative:
Event date estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2019-11993. It was reported that there was an blister at the lead incision site. The patient was prescribed antibiotics and a cream. The patient underwent surgical intervention due to an ipg site infection captured in related manufacturer reference number: 1627487-2019-11990, wherein the entire scs system was explanted on an unknown date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient blister is now healed. The patient had their entire scs system explanted and replaced on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.